Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, both the right ventricular (rv) and right atrial (ra)  lead were revised due to dislodgement. Both pacing leads remain in use. No patient complications have been reported as a result of this event.